Event description:
It is reported that the trial prosthesis fractured while trying to remove with a slaphammer and extractor. No harm or injury to the patient.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product, noted that the device had fractured into two pieces. The condition of the returned device is indicative of extensive use. The device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.